Manufacturer narrative:
The explanted material was not returned to the MFR, therefore, an investigation to determine failure mode could not be conducted. The batch record for this lot has been reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not abnormal for this device. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported that two devices were implanted (B)(6) 2010. Post-operatively, the pt complained of pain and palpability and requested that the devices be removed. The devices were explanted (B)(6) 2010.